Manufacturer narrative:
The insulin pump was received with operating currents within spec. The insulin pump passed self test and displacement test. Power graph analysis and long trace / formatted history files confirmed low battery, replace battery now alarms and an abnormal loaded voltage (vlith) at the power management graph due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. The pump was received with minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had low battery life. The customer's blood glucose was unknown. No more information given. The product was returned for analysis.